Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that upon opening up the patient, they did not know who manufactured the leads. The rep hooked up the leads to a sensor implantable neurostimulator (ins), and everything was over 10,000 ohms. After replacing the battery with a different manufacturer stimulator, the high impedances were resolved. The rep was to return the unused ins to the manufacturer. No patient symptoms or further complications were reported. Indication for use is unknown.

Event description:
Additional information was received from the manufacturing representative confirming the serial number of the unused ins. They also noted that the ins was returned to the manufacturer. No further complications were reported.